Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2024).

Event description:
It was reported that during a chronic catheter placement procedure, the guidewire of the device allegedly broke. It was further reported that 1 cm of the device could not be retrieved using endovascular technique. The current status of the patient is unknown.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. H3 other text : device not returned for evaluation.

Event description:
It was reported that ¿PICC guide wire broke off (small distal tip) with attempt insertion of PICC rue; ir placement . Difficult PICC placement, most likely vasospasm. No harm to patient, 1 cm could not be retrieved using endovascular technique."

Event description:
It was reported that during a procedure, the guidewire of the device allegedly broke off and had material separation. It was further reported that the device separated. Guidewire segments were left inside the patient and segments allegedly could not be retrieved using endovascular technique, which required additional medical intervention. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one guidewire was returned for evaluation. Gross visual, microscopic visual and dimensional evaluations were performed. The investigation is unconfirmed for the reported fracture and material separation issues, as no breaks were observed throughout the distal end. The investigation is unconfirmed for the identified stretched issue, as the distal end of the guidewire appeared to be uncoiling exposing the inner guidewire. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The dimensions are slightly out of tolerance in the affected portion that may be due to unravelling noted at multiple places in the wire. The dimensions are not out of tolerance for the unaffected portion of the wire. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 08/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.